Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, during the last dose, there was localized redness and possible pain around the port site in the upper arm. It was further reported that during puncture, resistance was felt, indicating a possible leak or tear in the catheter tube before the vein entry, as confirmed by digital subtraction angiography images. The patient allegedly exhibited moderate skin discoloration on the left upper arm and elbow and reported ongoing sensory disturbances in the affected area. The port was removed and a significant tear in the tube, located thirteen centimeter from the port chamber connection, was observed. The current status of the patient was unknown.

Event description:
It was reported that sometime post a port placement, during the last dose, there was localized redness and possible pain around the port site in the upper arm. It was further reported that during puncture, resistance was felt, indicating a possible leak or tear in the catheter tube before the vein entry, as confirmed by digital subtraction angiography images. The patient allegedly exhibited moderate skin discoloration on the left upper arm and elbow and reported ongoing sensory disturbances in the affected area. The port was removed and a significant tear in the tube, located thirteen centimeters from the port chamber connection, was observed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one power port slim implantable port attached to a catheter was received for evaluation. Gross, visual, microscopic, tactile and functional testing were performed. A compound break was noted on the attached catheter approximately 11.7cm from the distal end of the cath-lock. The edges of the compound break on the attached catheter were noted to be uneven. The surface was noted to be granular in both regions. Splits were noted on the border of both regions. Upon infusion, a leak from the compound break on the attached catheter was observed while dye water exited the distal end. One electronic photo was provided and reviewed. Two cds were noted displaying patient information. Three fluoroscopy images were provided and reviewed. The image shows catheter forms a loop in the mid-upper arm region. Therefore, the investigation is confirmed for the reported fracture, fluid leak, difficult to flush issue and identified natural worn, deformation issues, material twist/bent. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024), h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.